Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Multiple attempts were made to the patient and outpatient clinic to acquire further details concerning the patient¿s peritonitis infection, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient discovered they had peritonitis in (B)(6) 2020. No further information was provided. There was no indication this event was due to the use and/or performance of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no information provided concerning this reported event. In the absence of the required information, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Multiple attempts were made to the patient and outpatient clinic to acquire further details concerning the patient¿s peritonitis infection, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient discovered they had peritonitis in (B)(6) 2020. No further information was provided. There was no indication this event was due to the use and/or performance of any fresenius product(s) or device(s).